Event description:
The complainant reported a patient of unknown race/ethnicity noted as high-risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. During use, the automated impella controller (aic) produced a "system check failed, replace console immediately." The console was replaced, and there was no reported patient harm.

Manufacturer narrative:
Device was returned to field service, date unknown the device was returned and evaluated, and the investigation for the reported system self-check error has been completed. Imc logs from the complaint date were consistent with the complaint description. The failure mode was reproduced and a blue screen with ¿system self-check failure¿ presented. Internal connection and components were visually inspected, finding burnt mark on pbm, underneath the super capacitors. The defective power battery manager (pbm) was temporarily replaced with a known-good one, with which console could boot up and operate as normal. The root cause of system self-check failure was due to a defective pbm. The damage to the pbm was due to leaking electrolyte from the neighboring super capacitors which impacted i2c communication. This report is being filed as part of a retrospective review of historical records.